Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, a fracture was observed on the atrial lead. The lead was removed and replaced. Patient was in stable condition.